Event description:
It was reported by the contact that the customer received multiple alarms that interrupted insulin delivery. Tandem technical support reviewed the t: connect history showed an auto-off alarm. As the alarm occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the alarm was unable to be performed. There was no reported impact to the customer's blood glucose level due to the auto-off alarm.

Manufacturer narrative:
You can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." The product has not been returned for evaluation for the auto-off alarm. Should new relevant information become available a supplemental report will be submitted.